Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a routine follow-up the stent graft was found to have migrated with a proximal type I endoleak present. The stent graft was 3 cm below the lowest renal artery; however, it is unknown if it was implanted directly below the renal arteries. The stent graft migration was attributed to disease progression that resulted in aortic neck dilatation. The remainder of the anatomy was not reported. A long endurant aortic cuff (36x36x70) and a short endurant aortic cuff (36x36x49) were implanted to address the stent graft migration and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration), patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).